Event description:
It was reported that in (B) (6) 2009 the device was used during a laparoscopic procedure. During the operation a lap protector was used near the device. The doctor found that the olive plug assembly part was left in the patient body. In the next week a re-operation is going to be performed to retrieve it. No device will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: as a lot number was not received, a device history review could not be performed. Additional information was requested.